Event description:
It was reported that the lead exhibited greater than 3000 ohms impedance. Multiple noise episodes were triggered since (B)(6) 2011, a lead fracture was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the outer coil was fractured and signs of compression were noted at 18.5 cm - 19.1 cm from the connector pin. An x-ray was performed and verified that all filars of the outer coil were fractured due to clavicular crush. Insulation damage and cuts were noted on the outer insulation at 4.5 cm, 10.4 cm, 15.4 cm and 43.3 cm from the connector pin.